Manufacturer narrative:
The field service engineer inspected the module and found a hole in one of the vacuum tubes of a rinse station. He then replaced the tube. He also inspected the other tubes and did not find any issues. He performed a mechanical check, calibrations, qc, and a precision check with successful results.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The investigation determined that the issue was due to insufficient maintenance.

Event description:
The initial reporter received questionable creatinine results from an unspecified number of patient samples tested on the cobas 8000 c702 module. The reporter stated that they have noted an increasing amount of high creatinine results recently. The reporter was able to provide one example of a questionable result which was noted when they were validating the result. The initial result was not reported outside of the laboratory. The initial result was 300 mmol/l. The repeat result was 80 mmol/l. The reagent lot number and the expiration date were requested but not provided.